Event description:
It was reported that a critical alarm was heard, but telemetry had not yet been performed. It was noted that the patient¿s pump had been filled on tuesday ((B)(6) 2013). The patient was not showing symptoms. The drug in the pump was gablofen. It was later reported that a motor stall had been confirmed in the event logs with no motor stall recovery recorded. The first stall was noted at (B)(6) 2013 with a recovery within 2 hours. Another stall was noted at (B)(6) 2013 with a recovery on (B)(6) 2013. The most recent stall was on (B)(6) 2013 and had not recovered yet. The patient was asymptomatic.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n098650022, implanted: (B)(6) 2007, product type catheter. (B)(4).